Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. Please refer to the following sections for the new information: d8, d9, h3, h4, h6. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found that the adapter had fallen off. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): - before attaching the endoscope, make sure that its eyepiece is attached to the endoscope firmly. If the eyepiece is loose, the endoscopic image may be out of focus or may fluctuate, or the endoscope may fall off. - after connection, ensure that the endoscope is firmly fixed to the camera head, without any looseness. A loose connection of the endoscope to camera head may cause interference on the endoscopic image. - when you move the endoscope lock, never hang a finger on the endoscope mount. Your finger maybe caught in the gap with the endoscope mount and the endoscope lock. The most probable cause of the complaint is cause linked to device but unable to trace more specifically. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head's "lock detached". The issue was found during cleaning and disinfection. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, the camera head's "lock detached". The issue was found during cleaning and disinfection. There were no reports of patient harm.